Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va08qwy, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3487a-45, lot# v915090, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported an infection occurred 2-3 inches above where the implant is on the right chest, on the leads. An infection was confirmed, maybe staph but the patient was not totally sure. No patient symptoms were reported. This occurred sometime before (B)(6) 2014. The patient was treated with IV antibiotics. The patient was prescribed long-term IV antibiotic vancomycin on (B)(6) 2014, with the goal of saving the scs device but it was not possible, so they did a total system explant on the right side system on (B)(6) 2014. No further complications were reported/anticipated.